Manufacturer narrative:
Correcting a typo in section d1 and d4. The brand name and model # is lifevest wcd 4000 system.

Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. Patient described the area as open wound. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention reporting out of abundance of caution. Outcome of the irritation is unknown

Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. Patient described the area as open wound. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention reporting out of abundance of caution. Outcome of the irritation is unknown.